Manufacturer narrative:
(B)(4). Method: only one complaint rt380 circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The returned device was visually inspected. Results: visual inspection revealed that expiratory limb of the circuit was degraded. The degraded area was about 26 cm long and located at the top of the packaging bag. Conclusion: based on our knowledge of the product and the results of previous investigations into similar complaints, these failure modes may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit, the reuse of the single use circuit, using the circuit for longer than its intended life, and/or possible exposure to uv light. We were informed by the customer that the circuits were stored close to a window. It is likely that in this case degradation occured due to exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that when they were setting up the rt380 evaqua2 adult breathing circuit, it was noticed that the circuits in stock had degraded under heat. We were further informed that they were stored near a window. There was no patient consequence.